Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was having issues with the sensors. Customer stated that there was discrepancy with sensor versus blood glucose reading and getting threshold suspend alert and her blood glucose was not low. Customer also stated that she got calibration error too. Troubleshooting was done. Customer's blood glucose was 228 mg/dl. The customer was assisted also in troubleshooting the inserter and transmitter. No further information provided.